Manufacturer narrative:
Device evaluation: no device-related issues were identified through the evaluation of the returned left ventricular assist device, and a direct correlation between the device and the reported event could not conclusively be established through this evaluation. The pump was returned with the driveline cut approximately 2 inches from the pump housing and the severed portion was not returned. The inflow conduit was returned attached to the inflow pump port. The outflow elbow and the outflow graft were returned and attached to the outflow pump port. The sealed outflow graft bend relief and the sealed outflow graft bend relief collar were not returned. Evaluation of the sealed inflow and outflow conduits revealed no evidence of developed depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the pump also revealed no evidence of depositions or thrombus formations. The pump bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed that would have contributed to a functional issue. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Driveline infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Unique identifier (UDI) # (device identifier): device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years, 10 months. The device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient developed a fistula below the xiphoid and was admitted to the hospital on (B)(6) 2017. It was reported that the fistula was external from outside to inside the body, and that it was possible to touch the pump through the fistula with forceps. The patient was also septic. The patient¿s chest was opened on (B)(6) 2017 and continuous chest lavage was initiated. A pump exchange was performed on (B)(6) 2017. No additional information was provided.